Event description:
Device presented in a back-up mode at routine follow-up. Pt has undergone several recent radiation treatments. Device was unsuccessfully reinitialized, reprogrammed, and a full-follow-up was performed. Date: 08/19/2014: this device was returned. Based on the explant of this device, this is now reportable to the FDA.

Manufacturer narrative:
.